Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical error alarm after having a swim with the insulin pump. Customer stated that the pump is not working anymore now. Customer uses the loaner pump at the moment and will send both pumps back. The pump will be returned for analysis.

Manufacturer narrative:
The pump had a blank display due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to verify the critical pump error due to the blank display. The pump had minor scratches on the display window, a scratched case, a cracked case at the battery tube side and a pillowing keypad overlay.